Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the defective force sensing resistors (fsrs) is unknown. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have defective force sensing resistors (fsrs). No additional information is available.